Event description:
It was reported that during the implant it was not possible to fixate this lead into the septum after many attempts. The lead impedance measurements were high as a result. The lead was not used and was expected to be returned. No adverse patient effects were reported.